Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00033.

Event description:
It was reported that a broken roi-c anchoring plate was found in an x-ray taken approximately 6 months postoperatively. Also, the surgeon believes the cage may have subsided. The cage was placed at level c5/6 and the plate broke at c6. At this time, there are no reported plans for revision surgery, but the patient is feeling some numbness. This is report two of two for this event.

Manufacturer narrative:
Additional information in : component, investigation type, findings, and conclusions. Device evaluation: product has not been returned, but an x-ray was provided showing the post-op plate fracture and cage subsidence. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or post-op factors. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a broken roi-c anchoring plate was found in an x-ray taken approximately 6 months postoperatively. Also, the surgeon believes the cage may have subsided. The cage was placed at level c5/6 and the plate broke at c6. At this time, there are no reported plans for revision surgery, but the patient is feeling some numbness. This is report two of two for this event.